Event description:
A turnpike spiral catheter was used during a patient procedure with heavy calcification. During the procedure the physician torqued the catheter clockwise and counterclockwise several times. Damage to the catheter tip and spiral shaft was apparent upon removal from the patient. No patient impact was reported.